Manufacturer narrative:
The investigation of thrombus, low pump flow, and hemolysis has been completed. The impella device was not returned for evaluation. Low pump flow failure mode was changed to placement signal issue since the characteristics determine a false low flow which is a characteristic of sensor drifting. Product was not returned for investigation. Data logs show while the pump flow was drifting down, the placement signal was observed to be drifting upwards. The placement signal (ps) drifted from 100mmhg to 300mmhg in the span of 90 minutes and then eventually starts to stabilize. Motor current, cvp values and optical signal were stable at the time. No psnr alarms were present at the time. These characteristics indicate a drifting dp sensor leading to false flow values. Therefore, the root cause of the placement signal issues was determined to be most likely dp sensor drift. Data logs were investigated. At the time of the reported failure, there were no motor current spikes or suction alarms observed. Placement signal was trending down to normal from the previous rise since last 34 hours. Pump flow was seen getting better from 2l/min to 2.5l/min at p9. The expected flow at p9 is (3.3l/min to 3.7l/min). Eventually the ps stabilizes and acts similar to cvp and motor current. The patient had received few units of blood which helped the flow to get better. Therefore, the root cause of the hemolysis issue was most likely patient condition related. As the necessary information was not provided, the root cause of the thrombus was not determined".

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following implant, an impella rp flex device experienced a significant decrease in pump flow. It was noted that heparin was not being supplied due to bleeding at the extracorporeal membrane oxygenation site and it was believed a thrombus had entered the pump. Heparin was restarted to address the issue and support continued. A couple days later, the patient developed hemolysis. Care was withdrawn and the patient passed away. It is unknown if the complications contributed to the patient's passing.

Manufacturer narrative:
B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-25679. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.

Event description:
The investigation uncovered placement signal issues.